Manufacturer narrative:
It was reported the ventilator generated values of positive end expiratory pressure (peep) that largely deviated from the set value. Identification of issue has been done by analyzing problem description, attached photo and device¿s logs. According to the information provided by the technician, the issue has been solved by replacing pressure transducer printed circuit board (pcb). The device passed all performance tests and could be returned to clinical use. The issue was decided to be reported as defective pressure transducer pcb may lead to high pressure. The review of attached device's logs revealed occurrence of pressure transducer test failure, which occurred due to pressure transducer pcb malfunction. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined.  The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/07/2020 corrected manufacture date: 09/30/2020 #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported the ventilator generated values of positive end expiratory pressure that largely deviated from the set value. There was no patient harm. Manufacturer ref. #: (B)(4).